Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that when starting the saline pump for the first laser (right side) they noticed noisy artifact on the temperature map (tmap) imaging. They noticed saline had not made it back to the return bag. They checked for leaks near the bolt cap or anywhere near the catheters, there were no leaks visible. The medtronic rep expressed concern to surgeon. They ran t1 t2 3d imaging scans. It seemed like the artifact was air. It was noted that the 2 lasers used were daisy chained together. The surgeon decided to proceed with the second laser (left side) and changed the tubing connection to just flow to the second catheter (left). They proceeded with no complications. At the end of the case, upon removal of the right catheter, it was noted that the tip of the catheter was bent. The rep pressure tested it with saline, saline leaked at the tip and nothing would enter the return line of catheter. It was noted that there was a bend near the 95mm mark on the catheter. That happened after transporting patient out of MRI. It had nothing to do with why the tip was bent/broken, the catheter was not bent at that mark when issue occurred. There was an unknown impact to the patient's outcome. There was a delay of less than one hour. It was reported that the ablation of the affected side took place 2 days later (on the wednesday). The patient was admitted to the ICU for monitoring. The second procedure went smoothly and there was no additional impact on the patient's outcome.

Manufacturer narrative:
H3/h6: the catheter was returned for analysis. The tip of the returned catheter had been broken. This allowed the reported leak. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.